Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that cassette had no vacuum when occlusion found during cortex procedure and one of it with additional issue of water leakage found (during priming) for intraocular lens implantation. Procedure completion details were unknown. There was no patient impact reported. This report pertains to two cassettes from the same lot.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. A video was provided which shows leaking from the drain bag tape area of the cassette. In addition to the video, product was returned and was tested. One wet and one fluidics management system (fms) in a tray were visually inspected. The drain bag was detached from the cassette cover. The drain bag tape was securely adhered on the cover. No channeling was found on the drain bag tape. The ports of the drain bag tape aligned properly on the exit ports of the cover. A turbid fms cassette was visually inspected. The drain bag was detached from the cassette cover. The drain bag tape was securely adhered on the cover. Air channels were present between the drain bag tape and the cassette cover near the drain ports which caused fluid to flow from the cassette drain port to the edge of the adhesive tape. The same products were tested using a console. The products could be recognized by the console. The products primed and tuned with a handpiece and a 0.9mm abs tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen and no occlusions were found. Cassettes maximum vacuum and aspiration flow rates, and irrigation flow rates were measured and met specifications. No problems were found with the returned cassettes fluidics. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event of water leakage is company manufacturing related, caused by the channeling found on the drain bag tape. Channeling was found in the returned condition which can lead to leaking. If the drain bag is not placed correctly on the cassette, channeling on the drain bag tape can occur which would lead to the customer's reported event. Regarding the drain bag, procedure indicates that during the manufacturing process, the assembler is to "place the drainage bag on the designated area of the fms per the drawing. Ensure that the three holes on the drainage bag are properly aligned with the three drainage ports." Additionally, they are to "ensure no air pockets are visible around the drain bag port." Regarding the report of no vacuum, the investigation was unable to identify the root cause or origin of the reported event as the returned products met specifications for that issue. Although the root cause is manufacturing-related, for the channeling found, no further investigative or manufacturing actions are warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).